Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation, including redness, swelling, and bleeding, after wearing the pod on their abdomen for 36 to 48 hours. The patient also noted intermittent inaccuracies in blood glucose readings, and insulin leakage was observed, which contributed to elevated glucose levels. In (B)(6) 2026, the patient visited the emergency room and was subsequently hospitalized. The patient was prescribed antibiotic cream, and the pod was replaced. The patient was discharged on the same day.